Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported during a medical procedure, the cutting loop one whole yellow side and the loop had come off and was in the bladder. The surgeon used the ball to finish the rest of the case. No harm was caused to the patient.

Manufacturer narrative:
Per investigation by the manufacturing site: the most likely root cause of the damage was excessive force on the cutting loop, causing the cutting electrode to break and touch the neutral electrode, causing a short circuit that eventually melted the electrodes, as can be seen in the pictures from the investigation. The instructions for use also state that it must be paid attention to how high you set the frequency, as this error can occur if the setting is too high, and patients can be injured by burns or falling damaged parts. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Updated section d9 to yes, and entered the device returned date to the manufacturer. The device was returned to our us facility on january 06, 2025. It will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).